Event description:
A talent stent graft was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel tortuosity is unk and there was no calcification. It was reported that an iliac limb extension (B)(4) was selected to exclude an iliac aneurysm. No issues were noted during inspection of the delivery system prior to insertion. No issues were noted during the advancement of the delivery system. No torsion/rotation was attempted. It was reported that during the rotation of the blue handle, for deployment of the stent graft the physician felt resistance until the handle started to rotate freely with no response of the catheter. The first spring of the open web of the stent graft was deployed, however since the rest of the graft could not be deployed, the physician decided to remove the delivery system. The femoral artery of the pt was large in diameter. The device was removed without issues. The device has been rec'd by medtronic and the analysis is pending. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation: results/conclusions: (pending device evaluation).